Event description:
It was reported to boston scientific corporation on (B)(4), 2011 that a flexima bilary stent was used during a stenting procedure in the bile duct (event date is unknown).according to the complainant, during the procedure, resistance was met when the stent was attempted to be released; however, the guide catheter was continued to be pulled and broke. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. No other damage was noted to the device. The procedure was not completed, however there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good and it was confirmed the patient is currently fine.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: the stent and delivery system were returned for evaluation with the stent detached from the delivery system. Visual evaluation of the device revealed the suture to be broken and detached from the push catheter. The push catheter was noted to be kinked and the suture hole of the push catheter was torn. The guide catheter was found stretched and broken. Multiple kinks (suture impressions) were noted in the distal end of the guide catheter, indicating the suture embedded inside the guide catheter during the attempted deployment which may have lead to the difficulty experienced during the procedure. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. Correction: reported event of guide catheter broken.

Event description:
It was reported to boston scientific corporation on (B)(4) 2011 that a flexima bilary stent was used during a stenting procedure in the bile duct (event date is unknown). According to the complainant, during the procedure, resistance was met when the stent was attempted to be released; however, the guide catheter was continued to be pulled and broke. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. No other damage was noted to the device. The procedure was not completed, however, there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good and it was confirmed the patient is currently fine.